Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient felt a pop while picking up one of their children and has since had headaches and dizziness. An MRI showed a small dural tear. Surgical intervention may be pending.

Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. The csf leak had resolved on its own. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.